Event description:
During the set up of the hydrothermal ablation equipment, there was a slight leak in the connection at the hysterscopic connection. This was tightened and the initial fill process of the tubing was started per the machine instruction. During this time the machine gave a cassette failure message and the process was terminated.